Event description:
It was reported that upon removing the spring wire guide (swg) from the catheter, resistance was met. The tip of the swg was found bifurcated and unraveled. The doctor removed the swg in its entirety, along with the catheter. There was no intervention required for removal.

Manufacturer narrative:
(B) (4). Follow-up report will be filed, if add'l info becomes available.